Event description:
Received information that this lead was removed from service secondary to high threshold measurements. No adverse pt effects were reported. Paperwork stated "old epicardial lead had high thresholds requiring high output values. Expected battery depletion occurred based on the programmed output".